Event description:
It was reported that pump turned off and reset during a routine system check, which concerned customer. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, was informed that pump reset was a built-in safety feature and that pump was functioning as intended, received education on features that reset when pump turns off, and successfully resumed insulin delivery; no additional information was received regarding the outcome of the event.